Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11th and 12th distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guide wire lumen. Slight bends are evident on the shaft of the device which are consistent with coiling of the device for return. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was inspected with no issues noted. The device did not pass through a previously deployed stent. Several attempts were made to cross the lesion without success. Excessive force was not noted. No part of the device detached in two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely calcified lesion in the obtuse marginal (om). There were no issues removing the device from the hoop. It was reported that the stent frayed while attempting to cross the lesion. The device was removed from the patient. No patient injury was reported.